Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately tortuous, mildly calcified, 95% stenosed, de novo, mid left anterior descending (lad) artery, after lesion pre-dilatation with a 1.5x12 mm balloon at 10 and 12 atmosphere (atm) the 3.5 x 23 mm xience prime was used. The device was advanced but met anatomical resistance and the proximal shaft became detached. The entire stent delivery system (sds) was removed and a different xience prime sds was successfully implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that, as the stent delivery system(sds)was advanced, resistance was met with the moderately tortuous, mildly calcified and 95% stenosed anatomy, resulting in the reported failure to advance. Manipulation of the device, in the anatomy, ultimately resulted in the reported shaft detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.